Manufacturer narrative:
A service report completed and dated 03/28/2019 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the gemini's operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. The patient was hospitalized with a hematoma which is a known outcome of lithotripsy treatment. According to the customer, the patient was hospitalized for over a week, but the patient's condition has improved and is now recovering at home. The doctor does not anticipate any further complications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma.